Manufacturer narrative:
Report confirmed. The device was tested and max temperature was measured to be 270°f. However, the rate of temperature rise was below threshold. The likely cause was identified as worn front and rear bearings. It was also noted that the shaft was cracked, device was noisy and ran intermittently. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of device having an abnormal sound and heating up. It was reported that there was no patient or staff impact. Repair request escalated to a product event based on reason for return and customer indication that this report is a complaint.